Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned vial with one test strip only - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90 and 120 mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 111mg/dl and 117mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/29/2017 and open vial date was (B)(6) months ago. The meter memory was reviewed for previous test result history (customer is unable to access the results in the meter memory - one result provided and date/time not set): (B)(6).